Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) complained of pain. A revision surgery was performed, during which the physician stated that upon opening the scrotum, purulent material was identified with an infection located in the scrotal area extending to the cylinders. The physician removed all components of the previous ipp and performed a washout with antibiotics. There were no further patient complications.

Manufacturer narrative:
Model number/catalog number: 72404156. Serial number: n/a. Batch/lot number: n/a. Model/catalog description: reservoir 100 ml pc/iz. Unique identifier (UDI) #: n/a. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Pain, infection and purulent discharge are acknowledged within the instructions for use (IFU) and are not related to off-label use or failure to follow instructions. The reported patient symptoms of pain, infection and purulent discharge are known risk associated with this device type and indicated as such in the instructions for use.